Event description:
It was reported that the sterility of the device was compromised. A 2mmx2cm idc-18 soft coil was selected for use. When the device was received in the health care facility from shipping, it was observed that the package was smashed in the center of the hoop. It was noted that the sterility of the device was compromised. The outer package was not damaged. There was no patient involvement.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for product analysis. The box and the device were not returned, nevertheless the costumer attached a picture of the box, and it was observed kinked at several parts. The device was not observed at the pictures provided. No other issues were identified during media analysis. H3 other text : media

Event description:
It was reported that the sterility of the device was compromised.a 2mmx2cm idc-18 soft coil was selected for use. When the device was received in the health care facility from shipping, it was observed that the package was smashed in the center of the hoop. It was noted that the sterility of the device was compromised. The outer package was not damaged. There was no patient involvement.